Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was 49 mg/dl. The customer treated the low and brought it up to 182 mg/dl and declined troubleshooting.